Event description:
It was reported that the target lesion was located in the proximal left circumflex (lcx) with no tortuosity, mild calcification and 75% stenosis. After a non-abbott guide wire crossed, the trek 2.0 x 15 mm was advanced for pre-dilatation, but it ruptured on the first inflation for 20 seconds at 10 atmospheres (atm). No resistance during advancement/retraction in the lesion. A non-abbott balloon was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: laxa 2.5x15. Guide wire: runthrough ns. Guide cath: heartrail 6f jl3.5. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, as there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The lesion was also moderately calcified and 75% stenosed, which may have contributed to the reported complaint. It is possible that the balloon interacted with the calcified lesion upon inflation attempt such that it became damaged (scratched) and ruptured as a result, although this cannot be confirmed. Based on the information provided and without the product to examine, a definitive cause for the reported balloon rupture could not be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the lot history record revealed no nonconforming material records associated for this lot. In summary, based on the investigation, there is no evidence to suggest a potential product deficiency.